Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly, unexpected error alarm and hardware low level failures in history file noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received beeping noise and did not show any alerts. Customer¿s blood glucose level was 220 mg/dl. Customer stated that the did hear beeps when audio volume settings were saved. Customer also stated that the did not hear the differences between the two audio beep volumes. Customer troubleshooting was performed. The insulin pump will be returned for analysis.